Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that they observed an error 4 message on the screen of their freestyle flash blood glucose monitor. The meter was returned and testing confirmed the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.